Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized in two separate occasions due to high blood glucose over 500mg/dl, and her blood glucose was treated with an insulin drip and fluids. Troubleshooting was performed. The customer stated that the insulin pump alarmed no delivery repeatedly. No further information was provided.